Event description:
Additional information was received from the patient. The patient reported that they experienced a loss of stimulation sensation and loss of therapeutic effect following a nerve block they had on (B)(6) 2016. The patient was advised to discuss their concerns about loss of therapeutic effect and loss of stimulation sensation with their managing healthcare professional and the patient confirmed they will do so. The patient reported that since the nerve blocks werent working they were given a transcutaneous electrical nerve stimulator (tens) unit to use on their lower back.

Event description:
The patient noticed a loss of stimulation sensation after having a CT scan on (B)(6) 2016 and loss of therapeutic effect right before having a nerve block procedure on (B)(6) 2016. It was noted that the healthcare provider (hcp) turned off the interstim prior to the block procedure, but was confirmed that it was turned back on. It was indicated that they patient did not feel stimulation while the therapy was on at the time of the report. The patient had tried to increase the stimulation from 4 to 6, but was still not feeling any stimulation. They tried all four programs, and did not feel stimulation even after increasing the amplitude. The patient also mentioned that their hcp took a urine sample and blood work about a week prior to the report. The hcp indicated that the patient had a kidney infection on (B)(6) 2016, and was prescribed antibiotics. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.